Event description:
The customer reported being hospitalized for diabetes ketoacidosis. No blood glucose reading at time of the call was reported. Troubleshooting was performed. The programming and daily totals were correct. The fixed prime and the high pressure tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.